Event description:
It was reported that the patient experienced intense pain. It was indicated the patients pump was 'sagging' because she had lost weight, so as a result the patient had her pump re-sutured on (B)(6) 2012. It was noted on (B)(6) 2012, that the patient heard a 'pop and tore' and went to the emergency room (ER), however everything looked intact. It was reported that the patient 'feels fine'. The drug delivered via pump was dilaudid. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient received assistance from the healthcare provider (hcp) or manufacturing re presentative and the patient's concerns were resolved partially. The patient had an appointment on (B)(6) 2012, and noted still having concerns regarding the device or therapy, but patient was continuing to work with the hcp or representative. The appointment dat es were reported as "ongoing". A follow-up report will be sent if additional information becomes available.

Event description:
It was later reported that the pump was still loose in the pump pocket. The patient stated that the pump was ¿flopping even worse¿ and believed one of the sutures had come out. The patient stated that she had not been wearing her abdominal band as faithfully as she should have because it was uncomfortable and hot. The patient stated that the pump was ¿jutting out like it¿s sideways¿. The patient could feel the nodules on the pump. The patient was currently in more pain than usual and was taking more breakthrough medication than usual. The patient had an appointment with the physician scheduled for (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type catheter. (B)(4).

Event description:
Additional information: the patient stated that her concerns were resolved after receiving assistance from her doctor and manufacturer representative. The patient's pump had flipped and had to be re-sutured. The patient stated that the pump 'works well' and 'it was fixed and so far is fine'.